Event description:
The patient went to have a scope completed. When he came back, his vascular access device (vad) display module cord was completely broken, like the cord had been ripped apart. The power base module was also out of battery, which would mean that it was not plugged into a power source during his procedure. This is a patient safety issue because if the power base runs out of battery when the patient is connected, the vad will not have a power source. The patient's power base alarmed so he connected to battery power and he was not harmed. Patient will need a new display module and battery for the power base unit. The vad coordinators were contacted.